Event description:
An unknown size endeavor mx2 drug-eluting coronary stent was successfully implanted into a patient for the treatment of an unknown lesion. The lesion morphology is unknown. It was reported that the inner pouch that is identified as having a non-sterile exterior with contents that are sterile; was placed in the sterile field and was opened by the scrub tech. The endeavor drug-eluting stent was inserted into the patient and was successfully implanted at the lesion site. It was reported and found after the case that the non-sterile pouch was put in the sterile field. No additional clinical sequelae were reported and the patient was put on antibiotics; is doing well and will be monitored by the physician.

Manufacturer narrative:
Results: the inner pouch contains a warning label. (("This protective outer pouch contains an inner pouch with a non-sterile exterior")) IFU states that the outer surface of the inner pouch has a non-sterile exterior with contents that are sterile. Conclusions: the inner pouch contains a warning label. Medical intervention. Sterile pouch incorrectly opened.